Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in taiwan. Functional testing of the returned product found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device did not function when the trigger was pressed. During intra-operative use, the device appeared to have no function when the trigger was depressed. The event was identified during surgery. No additional treatment or corrective actions were required, and there was no delay to the procedure. No environmental conditions were reported to have influenced the event. There were no consequences or impact to the patient. During device evaluation, the batteries were leaking electrolyte. Attempts have been made and no further information has been provided.